Manufacturer narrative:
(B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. What was the procedure? What were the indications for surgery? Did the same surgeon and staff perform the surgery for all four procedures? Who fired the device and what is his/her experience? Where in the green range was the device fired? Was the source of bleeding identified? If so, how was it identified? Was there any audible or tactile feedback? Were the donuts inspected? If so, please describe. Were the washers inspected? If so, please describe. Were the staples visible and if so, what was their form? Was the patient scoped after firing? If so, what were the findings? Did the patient receive a transfusion? How was the bleeding controlled? Was the patient on any coagulants? What is the current patient status? Is the device available for return?

Event description:
It was reported that after an unknown procedure, the event is all related to a hemorrhage in the rectum after the procedure that occurred without problem. The hemorrhage has been solved by doing rectal lavage, no other manipulation required.